Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-01428 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure on (B)(6) 2010. According to the complainant, the patient experienced vaginal pain, mesh erosion, and dyspareunia post-procedure (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.